Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pace impedances on the right ventricular (rv) lead. The pace impedances were 2010 ohms. At this time, the patient is being monitored and the products remain in service. No adverse patient effects were reported.